Manufacturer narrative:
Received for eval is a single lumen port with a segment of 8.0 fr tubing attached. The entire assembly measures 5.4 inches long. Printed on the radiopaque blue stripe are two depth markers. A 2-dot marker is 0.5 inches from the distal tip and a 3-dot marker is 2.7 inches from the assembly's proximal end (1.6 inches from the catheter's proximal end). Catheter's distal tip is flat and orifice presents as a narrow ellipse. A cath-lock is in place. A single monofilament blue suture strand is threaded through the port over-mold and suture hole at the 8 o'clock position. An indeterminate number of needle puncture sites are in port septum and a white filmy medication residue covers a portion of port chamber floor. Serous residue is trapped between catheter and cath-lock as well as within proximal catheter lumen. A lot history review reveal no mfg issues and three similar complaints with this lot. Two of add'l complaints were confirmed, user-related and third was inconclusive as no sample was returned for eval. Tactual exam of catheter reveals a tensile weakness 3.5 inches from assembly's proximal end indicating tubing had streteched beyond its tensile limits. This damage appears unrelated to complaint. Under 11x magnification catheter's distal tip is rough and irregular. Magnified exam (11x) of distal tip confirms irregular edges with a coarse, uneven face. Along one border of blue stripe is a narrow strip of granular silicone implying a dragging or rubbing action with a rough surface. Examination of clear silicone portion of distal tip reveals a cracked ice effect at one corner of the tip's ellipse. Combined damaged noted to catheter's distal tip is typical of a clavicle/first rib compression fracture, a complication associated with the medical placement of catheter in subclavian vein. The claivcle bone compresses catheter tubing with a scissoring action against another hard, rough surface, first rib, until tubing fails. Severed end of tubing is then free to travel with blood flow toward heart. Using a microscopic micrometer the dimensions of ellipse at the distal tip. Short axis is 0.042 inches, long axis is 0.121 inches. Normally, tubing has an average diameter of 0.098 inches round. Ten power examination of port is remarkable only for two scratches to plastic collar suggesting either access technique difficulty or sharp trauma secondary to explantation. Superior aspect of cath-lock contains an area of impression suggesting a traumatic clamp similar ot hemostats had been used to manipulate cath-lock into place. Port and catheter patency are demonstrated by flushing and aspirating water with a 12cc syringe equipped with a 19 ga. Non-coring needle. Break in catheter is confirmed. It should be recorded as user-related, since tubing appears to have broken due to clvicle compression resulting from medical placement of catheter in the subclavian vein. This is a risk against which the MFR warns user in its instructions for use.